Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device and filled with water to test the device for inflation to rated burst pressure. The device failed to inflate to rated burst pressure. At 3mm proximal to the rapid port exchange there was a pinhole in the inflation lumen. The damage indicates an interaction with a guidewire or patient characteristics.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending. A 2.75mm x 12mm nc emerge balloon was advanced for dilatation. The device failed to cross the lesion due to angulation and burst due to calcification. The device was removed and the procedure was completed successfully with another of a same device. There were no patient complications nor injuries reported and patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending. A 2.75mm x 12mm nc emerge balloon was advanced for dilatation. The device failed to cross the lesion due to angulation and burst due to calcification. The device was removed and the procedure was completed successfully with another of a same device. There were no patient complications nor injuries reported and patient condition was good.